Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse ran gigabit comm status and discovered errors between multiple components. Fse replaced the patient side cart (psc) fiber optic cables to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to faulty psc fiber optic communication cables, which led to intermittent gigabit communication errors between multiple system components and resulted in recoverable fault 31199.

Event description:
It was reported that the system received recoverable faults 31199. There was no report of patient involvement.